Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist: the images provided did confirm that the nosecone of the xact delivery system did break off inside the stent upon removal. It appears the distal portion of the stent was not fully expanded which may have caused the resistance during pullback resulting in the nose cone detachment. Without imaging of the lesion prep and visualization of the lesion immediately following stent deployment a probable cause can only be partially determined. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that upon device removal the tip of the device inadvertently got caught with the deployed stent; thus resulting in the reported tip material separation. As reported, the patient was then taken to the operating room for an endarterectomy and was able to cut the distal portion of the barewire and the filter. The carotid artery was then cut out with the delivery system, stent implant and the separated nose cone with it. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H11 correction: update to mfg narrative to include review of cine received.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that upon device removal the tip of the device inadvertently got caught with the deployed stent; thus resulting in the reported tip material separation. As reported, the patient was then taken to the operating room for an endarterectomy and was able to cut the distal portion of the barewire and the filter. The carotid artery was then cut out with the delivery system, stent implant and the separated nose cone with it. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4 correction - initial report sent to FDA updated from no to yes. G2 additional information - report source "user facility" added. Attachment: medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery with heavy calcification. An emboshield filter was advanced without issues. Pre-dilatation was performed with a 4.0x20mm viatrac balloon at 14 atmospheres (atms). The 9.0x30mm xact stent delivery system (sds) was advanced onto the barewire and deployed. However, the nose cone of the xact delivery system broke off inside the stent upon removal. Another guide wire was able to advance thru the delivery system; however, a balloon could not get through. The patient was then taken to the operating room for endarterectomy and was able to cut the distal portion of the barewire and the filter. The carotid artery was then cut out with the delivery system, stent implant and the separated nose cone with it. The patient has been discharged and doing well. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.